Manufacturer narrative:
(B)(4). Batch # p58c03. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor was handed the stapler, the device was closed and inserted into the abdomen. Once in the abdomen, the doctor wasn't able to open the device to place on tissue. It was not reported how the procedure was completed. There were no patient consequences reported.